Event description:
Customer reported that the unicel dxc 600i synchron access clinical system generated one occurrence of a non-reproducible false positive accutni (troponin I) result for one patient sample. Customer stated that the result was not reported out of the laboratory. The result was flagged as erroneous within the laboratory, and the sample was repeated, the results of which recovered within the normal reference range. There was no death, injury or change to patient treatment attributed to or associated with this complaint. On the following day, the field service engineer (fse) inspected the instrument and performed preventive maintenance. The fse also replaced the main pipettor probe. The fse then performed a system check and high sensitivity system check; the system checks showed that all parameters passed within specifications. The fse also ran accutni quality controls (qc); the qc data was within customer's established limits. Finally, the system verified as performing according to published performance specifications. Customer further indicated that accutni qc samples that were run before the incident were within customer's established limits. Customer did not provide qc data from after the incident.

Manufacturer narrative:
Customer indicated that the sample was a short-draw. The customer technical specialist (cts) provided customer with guides on proper pre-analytical sample handling. Although a definite cause for this event could not be determined with the information supplied, it is possible that the issue occurred as a result of the short-draw of the sample, as stated by customer. (B)(4).